Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year post implant of this 21mm aortic bioprosthetic valve, the valve was explanted and replaced with a 23mm bioprosthetic valve of a different model due to patient prosthesis mismatch (ppm).  No additional adverse patient effects were reported. One coronary artery bypass graft was used during the redo aortic valve replacement (avr).